Event description:
The device was applied in 2003, spanning the elbow with another bar creating triangle construction. The screw holding the clamp components sheared off. The follow day, a new clamp was acquired and applied.